Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the same previous issues of not being able to turn their ins back on due to the por state. They stated that the stimulation had been off for ¿probably 4-5 months¿ and they were ¿more than frustrated¿. The patient reported they were experiencing "a lot of physical problems and it's starting to become a mental thing" and "I'm not feeling well from this". There were no further complications reported or anticipated.

Manufacturer narrative:
Event date: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient was syncing for the first time, they stated the device was not helping at all and they were having to push much harder to go to the bathroom, they were having a lot of trouble. They stated they saw a power on reset (por) the day of the report when they used the programmer for the first time. They were redirected to their healthcare provider to discuss the issue. It was noted they did not have a managing healthcare provider at the time of the report. No further complications were reported or anticipated.